Manufacturer narrative:
Additional information: evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed.. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the system shut down. At the time of this report it was unknown when did the event occur. Additional information has been requested but not received to date.

Event description:
Additional information provided by a company representative clarified that the incident took place during start up. It concerned a complete shut down. The screen was first black and then blue. There was no patient involvement.

Event description:
Additional information provided clarified that the device switched off several times before the start of the program and, therefore, it was decided to cancel the operating theatre program.